Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when customer removed sensor and found out electrode was short. The blood glucose level was 108 mmg/dl. The customer reported that transmitter did not blink after connect with sensor. The device will not be returned for the analysis.